Event description:
Event involved the removal of both intacs prescription inserts segments from a male pt (age unk). The inferior intacs segment (0.350mm) was removed due to corneal erosion/melting in the incision area that was secondary to the segment rotating beneath the initial incision area. The inferior intacs segment was exposed at the time of the removal. Details of the event are provided below: the pt had an intacs procedure for keratoconus performed on the left eye in 2006 by md. An intralase laser keratome was used to create the incision at 35 degrees and to create the intrastromal tunnel for placement of the intac segments. Two different thicknesses of the intacs segments (0.250 mm and 0.350 mm) were implanted in a superior/inferior orientation. The pt had no refractive treatments performed prior to the intacs procedure, nor had there been any secondary refractive procedures performed on the pt. It should be noted that dr used an intralase laser keratome to create the incision and the intrastromal tunnel, instead of the manual intacs surgical instruments that are used for the FDA-approved surgical technique for intacs prescription inserts. While intralase corp has FDA clearance for the intralase 600c laser keratome "for use in performing lamellar corneal resections to create tunnels for placement of corneal ring segments," the safety and efficacy of the intacs surgical technique was established for PMA p980031 using them annual intacs surgical instruments, not the intralase 600c laser keratome. The pt presented (approx 3 mos post-implant) complaining of discomfort, redness, burning and dryness in his left eye. The pt stated that the symptoms had been occurring for approx one week prior to him coming back to the dr for an eval. Upon examination, the dr noted that the inferior intacs segment (0.350mm) had rotated beneath the initial incision area, and that corneal melting/erosion had occurred such that the segment was exposed. Dr immediately removed both intacs segments from the pt's cornea. The pt was last seen for a post-removal examination by dr the following month. The pt was stable and has not experienced any complications or significant sequelae as a result of the intacs removal procedure. The pt had a trace amount of opacity remaining in the wound area at the last exam.

Manufacturer narrative:
The safety and efficacy of the intacs surgical technique was established using the manual intacs surgical instruments not the intralase laser keratoma . The intacs segment may have been implanted too shallowly and/or placed too close to the incision to create a nutritional issue for the corneal tissue in the incision area.